Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test". The patient's concurrent conditions included nausea, vomiting, suicide gesture, tooth disorder and seizures. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with citalopram, clonazepam, hydrocodone and venlafaxine. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety, depression, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: pelvic/abdominal, gen. Abnormal bleeding. Long-term treatment (> 1 year) of pelvic pain with the opioid hydrocodone was reported. If no removal planned, select reason(s): unable to afford surgery. Discrepancy noted: in previous reports it was reported that the patient underwent essure confirmation test, but current plaintiff fact sheet states that she did not undergo essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder/urinary problems, bladder infection, uti, vaginal infection and vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test". The patient's concurrent conditions included nausea, vomiting, suicide gesture, tooth disorder and seizures. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with citalopram, clonazepam, hydrocodone and venlafaxine. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: pelvic/abdominal, gen. Abnormal bleeding. Long-term treatment (> 1 year) of pelvic pain with the opioid hydrocodone was reported. If no removal planned, select reason(s): unable to afford surgery. Discrepancy noted: in previous reports it was reported that the patient underwent essure confirmation test, but current plaintiff fact sheet states that she did not undergo essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet and medical records received. New events were added: abnormal bleeding (vaginal, menorrhagia), anxiety/mental anguish and depression. Onset date of the events were added: pelvic pain. Reporter information, medical history, treatment and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.